Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented after experiencing a syncopal episode. A remote interrogation was performed and review of the electrogram (egm) found the pacemaker to be functioning as programmed. The cause of the syncope remained unknown. No additional adverse patient effects were reported.